Event description:
It was reported that pump screen timed out. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact, and no troubleshooting or corrective actions were reported, so no additional information was received regarding the outcome of the event.